Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope image flickers in the upper right corner and there is a round circle that is overexposed. The issue occurred during a laparoscopic biliary treatment procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, additional information, and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, due to broken r-unit (red channel measurement unit) resulting in purple image. Cause of the broken r-unit could not be established. In addition, the following reportable malfunction was identified during the device evaluation: fiber bonding was damaged in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope image flickers in the upper right corner and there is a round circle that is overexposed. The issue occurred during a laparoscopic biliary treatment procedure. The procedure was completed with a similar device. There were no reports of patient harm.